Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced a blood glucose level of 43 mg/dl. Reportedly, the customer had entered the time incorrectly on the pump and swapped am and pm. The customer consumed glucose tabs, gatorade, and juice. Additionally, it was reported that the pump was not vibrating and was only annunciating audible alerts. At the time troubleshooting was performed with tandem technical support, the pump was vibrating as anticipated.